Event description:
It was reported that this implantable cardioverter defibrillator (ICD) possibly delivered three shocks as inappropriate therapy but since the device had its battery completely depleted at this point throughout its regular lifespan, the episodes were unable to be reviewed and confirm if the therapy delivery was inappropriate. The device was explanted due to normal battery depletion. A new device was implanted. No additional adverse patient effects were reported.